Event description:
It was reported that the patient with this pacemaker expired one week post-implant. A patient advocated stated that her body had rejected the implant. The device clinic had this comment on file and also that the patient had renal failure and would be sent home on hospice. The field representative did not have any information on whereabouts of device.